Event description:
Devilbiss healthcare received a complaint involving a suction unit that has "low pressure." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit was returned to devilbiss for evaluation. The cause of the low-pressure complaint was corrosion of the motor, which was the result by back-suction of fluid into the unit. The unit was repaired and returned to the customer.